Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported upon incoming inspection, team member found debris in the sterile package. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g7, h1, h2, h3, h6, h10. Evaluation of the returned product provided confirmed there is foreign debris within the inner contents of the packaging and the box to be damaged at one end. Sterility has not been compromised. The reported event is confirmed. Device history record was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.